Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: the keypad was found to be torn over the up arrow, down arrow and contrast keypad buttons. The up arrow and down arrow were intermittently unresponsive. The ok and contrast buttons responded appropriately during testing. The keypad cover was removed and evidence of contamination was observed under all of the key contacts and ok button contact was misaligned. Unrelated to the complaint, the display screen was found to be dim and discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow, down arrow and contrast keypad buttons were intermittently unresponsive. The keypad was reportedly peeling from the bottom up to the down arrow. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.